Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the svc coil impedances were >200 ohms and variable possibly due to a fracture. The right ventricular coil impedances increased up to 100 ohms. It was reported the lead was implanted in a "very active" pediatric patient. The lead was explanted and replaced. No patient complications were reported as a result of this event.